Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication 2 months after implant. Reason stated was the improper iol power was used.

Manufacturer narrative:
An empty lens case only was received by the manufacturer. Investigation showed the initial intraocular lens implant of 25.0 diopters was replaced with a 23.0 diopter lens of the same model. This investigation suggests the iol was not the cause of the adverse event but instead the improper diopter was initially implanted. Intraocular lens not received.